Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a program safety alarm. Customer's blood glucose was 13.5 mmol/l. After troubleshooting, insulin pump would be replaced per customer's request.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and self test. No unexpected software error alarm was noted during testing. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. No cosmetic damage was noted.